Manufacturer narrative:
Patient information was unavailable from the site. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was having difficulty verifying the straight suction. The patient tracker was resting at a baseline value of .5. Other instruments were able to verify without issue, although they had a hard time tracking. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the hardware used alongside the navigation system was at fault, reported under MDR 1723170-2018-02363 . Analysis found that the software functioned as designed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.